Event description:
It was reported to philips that the dsa system was stuck, and xper CT was unavailable during a biopsy on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reconnected the network cable, and the system was restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).